Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device did not drill forward while plugged into port number one on the console device. According to the report, it would only spin in reverse regardless of where the switch on the end of the electric pen device was located. After the surgical procedure was over, the user moved the electric pen drive device to port number two and the device worked fine. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device functioned properly and it passed all operational specifications. Therefore, the reported condition was not confirmed or duplicated. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that the event occurred during a hammer toe correction surgery. There were no delays in the surgical procedure as a spare device as available for usethere were no reports of injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.